Manufacturer narrative:
(B)(4). Mean patient age 70 plus or minus 8 years. (Reported ages: 56-87). Eleven of the 14 patients were male. Date of event and therapy estimated. The article indicates the procedures were performed between (B)(6) 2010 and (B)(6) 2013. Concomitant products: dilatation catheters: reliant balloon (medtronic); foxcross (abbott vascular). Guide wires: j-wire guide soft (cordis); glidewire (terumo medical); rosen stiff (cook medical); amplatz wire (boston scientific). Sheath: 12-f sheath (cook medical). Stents: hemobahn or viabahn endograft (w.l. Gore); wallstent (boston scientific). Catheters: chuang reversed visceral (cook medical), jv1 (cook medical). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report.

Event description:
This event was captured based on literature review, "periscope endograft technique to revascularize the left subclavian artery during thoracic endovascular aortic repair." It was reported that 10 of the 14 patients in the study had a percutaneous access site that was located in the left common femoral artery. Pre-close placement of the sutures was achieved in the left common femoral artery using two perclose proglide devices. One of the ten patients reportedly developed a hematoma that was treated with conservative management. No additional information was provided.